Event description:
It was reported that patient presented in clinic during follow up showing post-sensed t wave oversensing on the ventricular channel. Patient received inappropriate hv therapy, one of which resulted in an induced non-sustained vt. Programming changes were made. Intermittent undersensing due to variable r wave amplitude was also noted. Lead revision was recommended, however, physician decided to monitor the patient as device is nearing eri and patient has other medical issues and is not in position for a lead revision at this time. Lead revision will be considered when the device is at eri. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.